Event description:
An aus device was implanted on 7/31/97. Info received on 9/4/97 indicates pt states "not working... It leaks constantly...I have to use about 5 pads a day." Info received on 11/11/97 indicates the aus device was removed from the pt on 11/7/97. Info received on 11/12/97 indicates only the cuff was removed from the pt and replaced.

Manufacturer narrative:
Cuff performed within specifications.